Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) was isolated to an defective u1101 on the computer/analog board. The root cause for the defective u1101 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize the therapy electrodes.